Manufacturer narrative:
Additional information: h. Attached medwatch. Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle shielding failure with lot 6020809 regarding item #382533. Device history record for final lot number 6020809 has been reviewed. No related quality issues or process deviations were found for the subassembly or final lot numbers. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that the needle did not retract. "Bd insyte autoguard bc IV needle did not retract upon insertion. Needle was carefully removed and when needle was completely free, retracted by itself. It did not affect plastic catheter, blow vein, injure patient. Although there was no harm noted to the patient, the needle had to be manually retracted and thus there was a risk for injury to the user/nurse inserting the IV. We have identified a trend with this issue/lot number lot 6020809".

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.